Event description:
As reported by reporter, when unpacking a box of 10 convenience kits, one kit pouch was noted to be unsealed. The other kits were fine. The unsealed kit was not used on a patient. It was discarded by the hospital.

Manufacturer narrative:
Although the reported device has been disposed of by the hospital, an investigation will be conducted into the reported incident including a device history review. This has not yet been completed. Upon completion of the investigation, a follow-up medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.